Event description:
Pt presented to dr's office, after undergoing a left knee arthroplasty by another dr. Subsequently developed signs of synovitis with questionable indolent signs of infection. Pt had a left knee one-stage removal, and reimplantation of the knee replacement.